Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. Date of event is an approximation. Patient reported via sprinkler (online post) that the patient experienced an unspecified malfunction with the g7 device. At the time of the event on 10/04/2023, she felt lightheaded, dizzy and had cold sweats. She then lost consciousness but remembered a few details of what occurred. No bg (blood glucose) or cgm (continuous glucose monitor) values were specified. Although she did not know what treatment she had received, she stayed at the hospital for only several hours and recovered. At the time of tech support's follow-up call on 02/22/2024, no other patient or event information was available. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.